Event description:
Patient reported that the one touch basic original meter was giving the clean test area message. This issue was not resolved with troubleshooting. There was no adverse event or serious injury reported. No further clinical information was provided.